Event description:
The customer received questionable ise results since (B)(6) 2013 and stated about 43 patient samples had questionable results on (B)(6) 2013. The customer only provided data for four patent samples. The repeat testing was performed on another analyzer. Patient sample 1: sodium initial result was 126 with a data flag, repeat result was 142 mmol/l chloride initial result was 122 with a data flag, repeat result was 102 mmol/l. Patient sample 2 (female, dob (B)(6) 1987): sodium initial result was 126 with a data flag, repeat result was 140 mmol/l potassium result initial was 3.7 repeat result was 4.2 mmol/l chloride initial result was 118 with a data flag, repeat result was 101 mmol/l. Patient sample 3 (female, dob (B)(6) 1985): sodium initial result was 124 with a data flag, repeat result was 141 mmol/l chloride initial result was 118 with a data flag, repeat result was 101 mmol/l. Patient sample 4 (female, dob (B)(6) 1941): sodium initial result was 128 with a data flag, repeat result was 140 mmol/l chloride initial result was 114 with a data flag, repeat result was 101 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer stated none of the patients have been affected as the doctor would not get the results until morning and the amended results would be released by then. The lot numbers and expiration dates of the electrodes were requested, but not provided. The field service representative found the ise sipper nozzle was not secured to the sipper assembly. He tightened and aligned sipper nozzle. To verify the analyzer operation, he ran ise calibrations and controls which were all good and ran a 20 patient pool comparison between ise 1 and ise 2 which were all good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.